Event description:
It was reported that the patient experienced a return of symptoms including leg pain, nausea and vomiting. The patient has had 3 pumps and was concerned stating "it has leaked before." The patient had been working out and the symptoms began post-workout. The patient saw the family doctor the day of the report and was sent to the pain doctor for evaluation as well as complaints of lightheadedness and dry mouth. The doctor did not believe it was withdrawal but planned to rule out withdrawal and system issues. They wanted to perform a dye study but the physician was concerned he may not be able to aspirate the catheter. The plan was to put preservative free normal saline (pfns) in the pump and infuse the drug. Two days later it was reported that a dye study and rotor study were performed both of which the results were negative. It was also reported that the logs "had nothing abnormal" and that the patient was "doing fine." The device system was used to deliver morphine. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).